Event description:
It is reported that a customer has issues with their insulin pump not rewinding. The patient's blood glucose level was unknown. The customer was assisted with reprogramming their insulin pump by being transferred to the help line. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.